Manufacturer narrative:
On (B)(6) 2015 10:19 am (gmt-4:00) added by (B)(6) ((B)(4)): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro t.w. Power supply did not have a good connection. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
\ The actual service life of the device was not provided to us by the account. However; based on a review of the serial number, the device was found to have been manufactured in 09-2010 and sold to the account in 10-2010 which places the age of the device at approximately 5 years, therefore it appears to have been used beyond its serviceable life. A review of the certificate of conformity (c of c) is not applicable because the event occurred well past the specified device lifetime reliability; 1.5 years or 2340 cycles. The device was returned to the factory for evaluation. There were some signs of clinical use and no evidence of blood. The device showed signs of wear at the connector where a small crack was observed at both connector screws. The device serial number is (B)(4) and the manufacture date is 9-2010. The device was sold to the distributor in 10-2010, which makes the approximate age of use 5 years. The device was evaluated for its electrical function. Functional testing was performed according to the service manual using a precision multimeter and a 0.63ohm resistor hemopro power supply test box. The results of the test are as follows: no load voltage 5.48 vdc. Low current 4.01 amps dc. High current 5.98 amps dc. The device passed the electrical testing. The green light indicator was observed when the device was turned on and the values recorded are within tolerance. We were unable to observe any electrical issues for the complaint unit during our testing. Based on the results of the evaluation, the reported complaint was not confirmed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro t.w. Power supply did not have a good connection. A replacement device was used to complete the procedure. The hospital did not report any patient effects.